Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated. Summary: the patient had a tha that became painful. There was an ongoing work-up that did not define an issue despite an MRI with a suspected pseudo tumor. The patient became unstable and sustained two dislocations. This led to a revision surgery. At the time of the revision there were findings of pseudo tumor, soft tissue necrosis, abductor loss, and corrosion products at the trunnion interface. The surgeon described it as alval like. The post operative course was complicated by an infection with staph epi that led to two I and d and exchange of the polyethylene and head. Root cause. It would be difficult to ascertain a root cause without additional medical records and translation, however, it would appear that there was an adverse local tissue response to metal/corrosion by products that led to tissue necrosis, abductor loss and subsequent hip instability necessitating revision surgery. Examination of the explants, lot numbers (for lfit issue) and pathology reports may be helpful. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hips was dislocated and close reduced on (B)(6) 2018. Clinician review of provided medical records indicated that the patient became unstable and sustained two dislocations, which led to a revision surgery. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the closed reduction for dislocation which was performed on (B)(6) 2018. As reported via clinician review: "(B)(6) 2018: note. Twisted and dislocated. Then reduced. Found to be in good position."